Manufacturer narrative:
The investigation was unable to determine a specific root cause, but the event was consistent with an issue with the specific reagent pack, such as foam on the reagent. A general reagent or analyzer problem was not present, because the qc before the event was within ranges.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results from the cobas 6000 e601 module. The initial result was >120 ng/ml with a data flag, and the repeat result using another reagent cassette was 18.92 ng/ml. The questionable result was not reported outside of the laboratory.